Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed on the device. Physician elected to monitor the patient. Patient was stable before, during and after the event.

Manufacturer narrative:
The reported field event of diagnostic anomaly was confirmed in the laboratory due to review of the programmer printouts. A visual inspection was performed and burn marks, discoloration and dent were observed on the ICD can. Bubbling was also observed on the parylene coating. The device was tested on the bench using automated testing equipment and no other anomalies were observed.